Manufacturer narrative:
(B)(4). Concomitant medical products: it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision surgery due to tibial loosening. Attempts have been made for additional information and are unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2017-00509.